Event description:
Info received indicates that pump's platen is bent.

Manufacturer narrative:
Investigation found that pump showed impact bent platen, tests could not be performed. Platen was replaced to resolve the issue.